Manufacturer narrative:
Initial reporter phone: (character limits) (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade, additional intervention was required, and the patient was hospitalized. After transseptal puncture physician entered the faradrive and farawave catheter with guidewire. The left superior pulmonary vein (lspv) isolated normally, in the left inferior pulmonary vein (lipv), the catheter showed spline inversion after the first 4 baskets, which could not be resolved within the sheath. The catheter was withdrawn and manually manipulated. It was then reintroduced, following all the conventional steps. Lipv was completed, followed by right superior pulmonary vein (rspv), and later, while the physician was attempting to access the right inferior pulmonary vein (ripv), the anesthesiologist reported that the patient had become hypotensive. Cardiac tamponade was suspected, confirmed by echocardiography, and subsequently corroborated by a specialist. A pericardiocentesis set was placed. After 1 hour, the bleeding stopped, as confirmed by echocardiography. However, the source was not clear, so the surgical team decided to perform a thoracotomy for exploration, where no active bleeding or obvious perforation was found. A finding resembling a hematoma near the ridge was noted. The patient recovered without complications. The physician mentioned that the patient may have had a heart weakened by preexisting coronary disease. The device was revised, there were no indications of malfunction or damaged structure. The physician can't think of a moment of mechanical damage to the tissue. The patient was hospitalized. The patient is expected to fully recover.

Manufacturer narrative:
Additional information added to b5: describe event or problem initial reporter phone: (character limits) (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade, additional intervention was required, and the patient was hospitalized. After transseptal puncture physician entered the faradrive and farawave catheter with guidewire. The left superior pulmonary vein (lspv) isolated normally, in the left inferior pulmonary vein (lipv), the catheter showed spline inversion after the first 4 baskets, which could not be resolved within the sheath. The catheter was withdrawn and manually manipulated. It was then reintroduced, following all the conventional steps. Lipv was completed, followed by right superior pulmonary vein (rspv), and later, while the physician was attempting to access the right inferior pulmonary vein (ripv), the anesthesiologist reported that the patient had become hypotensive. Cardiac tamponade was suspected, confirmed by echocardiography, and subsequently corroborated by a specialist. A pericardiocentesis set was placed. After 1 hour, the bleeding stopped, as confirmed by echocardiography. However, the source was not clear, so the surgical team decided to perform a thoracotomy for exploration, where no active bleeding or obvious perforation was found. A finding resembling a hematoma near the ridge was noted. The patient recovered without complications. The physician mentioned that the patient may have had a heart weakened by preexisting coronary disease. The device was revised; there were no indications of malfunction or damaged structure. The physician can't think of a moment of mechanical damage to the tissue. The patient was hospitalized. The patient is expected to fully recover. It was further reported that the patient was discharged on friday 26th. The patient is in good health, progressing as expected, with no new associated events.

Manufacturer narrative:
Correction added f1901: additional surgery code. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Initial reporter phone: (character limits) (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade, additional intervention was required, and the patient was hospitalized. After transseptal puncture physician entered the faradrive and farawave catheter with guidewire. The left superior pulmonary vein (lspv) isolated normally, in the left inferior pulmonary vein (lipv), the catheter showed spline inversion after the first 4 baskets, which could not be resolved within the sheath. The catheter was withdrawn and manually manipulated. It was then reintroduced, following all the conventional steps. Lipv was completed, followed by right superior pulmonary vein (rspv), and later, while the physician was attempting to access the right inferior pulmonary vein (ripv), the anesthesiologist reported that the patient had become hypotensive. Cardiac tamponade was suspected, confirmed by echocardiography, and subsequently corroborated by a specialist. A pericardiocentesis set was placed. After 1 hour, the bleeding stopped, as confirmed by echocardiography. However, the source was not clear, so the surgical team decided to perform a thoracotomy for exploration, where no active bleeding or obvious perforation was found. A finding resembling a hematoma near the ridge was noted. The patient recovered without complications. The physician mentioned that the patient may have had a heart weakened by preexisting coronary disease. The device was revised; there were no indications of malfunction or damaged structure. The physician can't think of a moment of mechanical damage to the tissue. The patient was hospitalized. The patient is expected to fully recover. It was further reported that the patient was discharged on friday (B)(6). The patient is in good health, progressing as expected, with no new associated events.

Manufacturer narrative:
Correction added f1001: absence of treatment code. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Initial reporter phone: (character limits) (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade, additional intervention was required, and the patient was hospitalized. After transseptal puncture physician entered the faradrive and farawave catheter with guidewire. The left superior pulmonary vein (lspv) isolated normally, in the left inferior pulmonary vein (lipv), the catheter showed spline inversion after the first 4 baskets, which could not be resolved within the sheath. The catheter was withdrawn and manually manipulated. It was then reintroduced, following all the conventional steps. Lipv was completed, followed by right superior pulmonary vein (rspv), and later, while the physician was attempting to access the right inferior pulmonary vein (ripv), the anesthesiologist reported that the patient had become hypotensive. Cardiac tamponade was suspected, confirmed by echocardiography, and subsequently corroborated by a specialist. A pericardiocentesis set was placed. After 1 hour, the bleeding stopped, as confirmed by echocardiography. However, the source was not clear, so the surgical team decided to perform a thoracotomy for exploration, where no active bleeding or obvious perforation was found. A finding resembling a hematoma near the ridge was noted. The patient recovered without complications. The physician mentioned that the patient may have had a heart weakened by preexisting coronary disease. The device was revised; there were no indications of malfunction or damaged structure. The physician can't think of a moment of mechanical damage to the tissue. The patient was hospitalized. The patient is expected to fully recover. It was further reported that the patient was discharged on friday 26th. The patient is in good health, progressing as expected, with no new associated events.